Event description:
On (B)(6) 2019, I had a total knee replacement on my left knee by dr. (B)(6). The devices installed were: arthrex ibalance tka, femoral implant, ps, cemented, size 7, left arthrex ibalance tka, tibial tray, modular, size 6 arthrex ibalance tka, stem extension, cemented 14mm x 50mm, with locking screw arthrex ibalance patella implant, dome, vit e 37 x 10mm arthrex ibalance tka tibial bearing implant, ps, vit e size j6 (14mm thickness)). Knee pain and swelling was persistent for months to follow. On (B)(6) 2020, I had an appointment with (B)(6).the persistent swelling and pain was reported to her, along with feelings of slipping. X rays were done and mobic, steroids, and topical lidocaine gel were prescribed. On (B)(6) 2020, I had an appointment with dr. (B)(6). Persistent swelling, pain, and instability were reported to him. He performed an aspiration of the left knee to test for infection. On (B)(6) 2020 I had another appointment with (B)(6). Test results show no infection in knee. Persistent swelling and pain again reported to him along with feelings of slipping. He recommends left knee surgery - arthroscopy with synovectomy, debridement and adhesiolysis. Surgery scheduled for (B)(6) 2020. On (B)(6) 2020, I sought a second opinion and had an appointment with dr. (B)(6), who did xrays and ordered a CT scan. On (B)(6) 2020, dr. (B)(6) reviewed the CT scan reviewed which showed no evidence of problems. He recommended allergy testing for metal allergies. No allergies to nickel were found. I cancelled the surgery scheduled for (B)(6) 2020 to pursue additional opinions. I researched orthopedic doctors with experience doing revision surgery, and on (B)(6) 2021 I had an appointment with dr. (B)(6) , who diagnosed a globally unstable prosthetic. Fluid was taken from knee to test for infection. On (B)(6) 2021, I returned to dr. (B)(6) . Test results show no infection. He recommended a revision surgery to open the knee and determine the cause. He warned this could result in a full revision of the prosthetic and increased chance of infection. I agreed since I could not go on with the continued pain, swelling and instability. Surgery was performed on (B)(6) 2021 by dr. (B)(6), during which he revealed that the tibial polyethylene was disengaged from the tibial base plate, calling it "catastrophic failure of the polyethylene" in the operative report. Essentially, the metal piece in the tibia became totally disconnected from the center polyethylene piece. He replaced the polyethylene and properly connected it. No other cause for the instability was evident. On (B)(6) 2021 an infection occurred and another revision surgery was performed to replace the tibial polyethylene and clean the prosthetic of infection. I was sent home on (B)(6) 2021 and ordered to received daily IV antibiotics at home through PICC line (port) though (B)(6) 2021, followed by a course of oral antibiotics. On (B)(6) 2021, the infection recurred and total removal of prosthetic and placement of antibiotic spacers was done in surgery by dr. (B)(6) . I again was sent home with an order to receive daily IV antibiotics at home through a PICC line (port) through (B)(6) 2022. On (B)(6) 2021 dr. (B)(6) referred me to dr. (B)(6) for knee replacement surgery after the course of antibiotics is complete, due to his experience with prosthetic infections. On (B)(6) 2022, a surgery was performed by dr. (B)(6) in which the spacers were removed and another full knee prosthetic was inserted. As of (B)(6), the knee is healing successfully, although some persistent swelling is still present. The pain is almost gone and no infection has yet recurred. I believe the arthrex devices failed, resulting in revision surgery, during which an infection occurred, leading to eventually full removal of the devices and then a totally new prosthetic. I had five major knee surgeries.